Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument would not close. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while loading the clip onto the clip applier (prior to being inserted into patient). The instrument was never used. The large hem-o-lok clips were used. The issue was resolved with a backup instrument. Patient demographics were requested but were unable to be provided.